Event description:
The customer contact reported the device did not deliver. The device was returned to the biomedical engineering department with an unsigned note that stated, "no delivering meds." No tracking information was provided; therefore, specific patient information, device programming, or event details were not available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
Testing and investigation found the device passed delivery accuracy testing while in the continuous mode; however, while in the pca only mode, the device did not deliver a dose when the patient on the patient pendant plug. The contamination caused an interruption in the electrical operation of the patient pendant. The cause for the contamination on the patient pendant plug was use in the customer environment. The pump history was downloaded and printed at the service center. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the information known by the reporter upon query by hospira personnel.